Manufacturer narrative:
The detailed investigation revealed that the system used an image of the correct patient to create the roadmap image, however, the image had poor quality. On-site investigations showed that the cause of the reported poor image quality was a disruption in the image data transmission chain. This temporary malfunction was eliminated by pulling and plugging the boards within the image acquisition system (ias). Following these steps, the unit works as specified. The affected ias has been fixed by the local service organization. The error has not reoccurred.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. The user reported that the system used an image from a previous patient to create the roadmap image. At this time there is no report of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.